Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opening during the final arm angle test, and after deployment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The third implanted clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip opening during the final arm angle test, and after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was implanted successfully, reducing mr to 2+. To further reduce the mr, a second clip (xtr-90129u125) was advanced; however, the clip failed the final arm angle test, and opened while locked, three times. During the fourth attempt to perform the final arm angle test, pressure was maintained on the lock lever to make sure it was fully advanced when closing the clip. This time the arm angle test was successful. Clip deployment was continued; however, the clip opened when turning the arm positioner in the open direction and mr returned to 3. As a result, and for further mr reduction, a third clip delivery system (cds) (nt-81019u126) was advanced. Imaging was difficult due to shadowing from the second clip. Positioning the third clip was challenging because the transseptal puncture was high (4.5 cm). Advanced steering was needed to reduce the height of the system for proper grasping. Multiple repositioning attempts were necessary. The clip became entangled in chordae and a chordae rupture occurred. Mr worsened to 4+ (above baseline). Trouble shooting was performed to free the cds. The cds was advanced further in the left atrium and was successfully positioned and deployed, reducing mr back to baseline (4). No additional information was provided.